Event description:
It was reported that nine bakri tamponade balloon catheters (lot/catalog information was not provided) exhibited ¿slippage/migration¿ in a retrospective cohort (2018-2024) study to determine whether different methods of balloon placement affect the prevention of massive hemorrhage in cases of low-lying and placenta previa during cesarean section. The study included 109 patients in the bakri balloon group; however intraoperative and postoperative slippage occurred in 6 cases (6%) intraoperatively and 3 cases (3%) postoperatively, for a total of 9 cases exhibiting "slippage/migration". Median blood loss: 1067 ml (iqr: 794¿1426 ml). No complications such as infection or laceration were observed in the group.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that nine bakri tamponade balloon catheters (lot/catalog information was not provided) exhibited ¿slippage/migration¿ in a retrospective cohort (2018-2024) study to determine whether different methods of balloon placement affect the prevention of massive hemorrhage in cases of low-lying and placenta previa during cesarean section. The study included 109 patients in the bakri balloon group; however intraoperative and postoperative slippage occurred in 6 cases (6%) intraoperatively and 3 cases (3%) postoperatively, for a total of 9 cases exhibiting "slippage/migration". Median blood loss: 1067 ml (iqr: 794¿1426 ml). No complications such as infection or laceration were observed in the group. Reviews of the device master record (dmr) and instructions for use (IFU) were conducted during the investigation. The complaint devices were not returned; therefore, no functional testing or visual inspections could be performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) and a complaint history database search could not be completed due to lack a lot of information. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: instructions for use "important: prior to transvaginal or transabdominal placement of the bakri postpartum balloon, the uterus should be free of all placental fragments, and the patient should be evaluated to ensure that there are no lacerations or trauma to the genital tract and that the source of the bleeding is not arterial." "Transvaginal placement 1. Determine uterine volume by direct examination or ultrasound examination." "Transabdominal placement, post-cesarean section "balloon inflation" "3. Once the balloon has been inflated to the predetermined volume, confirm placement via ultrasound." "Balloon inflation" "note: ultrasound should be used to confirm proper placement of the balloon once the balloon is inflated to the predetermined volume." Based upon the available information, no products returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.